Event description:
During a clinic follow-up, an alert of pacemaker mediated tachycardia was seen on the device. Episodes of automatic mode switch and noise resulting in oversensing were also seen on the right atrial (ra) lead. Abbott technical support was contacted and no further intervention has been performed. The patient was stable and will continue to be monitored.